Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "ec322" was not reproduced. A review of the event history log revealed "system error 322 - link switch error (low)!". Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of tolerance link spacing. The link and link switch required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.